Event description:
It was reported that a user experienced hyperglycemia followed by hypoglycemia while using the ilet, including a peak glucose of 390 mg/dl lasting about five hours, with device alerts for prolonged high glucose; the user self-reported announcing a meal without eating to lower glucose and later announcing a larger-than-usual meal after eating, and treated the subsequent low with multiple glucose tablets and orange juice, then changed infusion tubing during the high. Symptoms included sweating during the low and feeling nervous during the high. Outcomes included no professional medical intervention, no assistance from others, and no hospitalization. Investigation included a review of user-reported history and troubleshooting education regarding appropriate meal announcements, avoidance of insulin stacking, and appropriate hypoglycemia treatment. Investigation of this case revealed user management errors related to meal announcement practices and overtreatment of hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.